Manufacturer narrative:
No conclusion could be reached based on the analysis results as to why the applier reportedly would not deploy the collagen plug with the clip during surgery. The analysis results found that the sheath was received torn and missing. The applier was received without the collagen plug, which denoted that the marker clip was already deployed. The applier was re-fired properly.

Event description:
During a breast biopsy procedure, the device did not deploy into the biopsy site. The device was removed and the images revealed that the clip was not in the site. The doctor decided not to place a marker and completed the procedure. There was no pt consequence.